Event description:
The complainant reported that the 66-year-old male patient with a history of coronary artery disease was implanted with an impella cp pump for mechanical circulatory support. Following implant, the pump was unable to ramp up and was subsequently explanted. Upon examination, it was noted that a clot was on the outflow track of the device. There was no patient harm.

Manufacturer narrative:
The investigation into the reported low pump flow issue has been completed. The impella cp pump was returned for analysis. During inspection, heavy biomaterial clot was found in the outflow track. The root cause of the low pump flow issue was determined to be the biomaterial found in the outflow track. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿